Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge depleted from 50% down to 0% in one day. Additionally, it was reported that the customer was hospitalized on (B)(6) 2016 for high blood glucose (688 mg/dl) and diabetic ketoacidosis. Contact stated that the hospitalization was due to battery issue. While in the hospital the customer received insulin injections and fluids for hydration. The customer was released from the hospital on (B)(6) 2016. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement was received.